Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room as a result high blood glucose, diabetic ketoacidosis on july 5, with blood glucose of 680 mg/dl. Customer other relevant blood glucose level was 324 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer treated with syringe and lantis. The insulin pump will not be returned for analysis.